Event description:
The employee missed no time from work and the user facility reported he is fine and has no sustaining injuries.

Event description:
Aultman center for one day surgery reported that its maintenance service technician experienced a slight burn on the back of his neck after coming into contact with liquid from steris 20 sterilant concentrate (s20). In addition, a small amount of s20 came in contact with the inside of the technician¿s mouth. S20 contains 35% peracetic acid and is used in the system 1 sterile processing system. The aultman technician stated that he did not follow steris guidelines found in both the system 1 service maintenance and operator manuals when performing maintenance. The aultman technician found damage on the door seal, but decided not to replace the seal. The technician then intentionally disabled the lid safety switch on the system 1 processor and attempted to operate the unit without this safety feature. The technician also failed to wear any recommended personal protective equipment. The aultman technician was treated in the facility¿s emergency room with neosporin for a minor burn on his neck and was given egg whites to prevent any internal burns. No further treatment was necessary.

Manufacturer narrative:
A steris service technician inspected the unit after the event. He replaced the worn inflatable door seal as well as an air line hose which had a kink. No further problems have been reported with the unit since the event. The aultman technician performs maintenance service on all of the system 1 processors at the facility as the institution does not have a service contract with steris. The aultman technician received training at the steris system 1 biomedical training program in 2004. Following this incident steris offered to retrain the technician in the system 1 biomedical training program, but the hospital declined.